Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a delta xtend and when positioning the metaglene placed it too far inferior by approximately 2mm (surgeons words). By doing this, an inferior screw was unable to be placed - this was due to there being no available glenoid bone stock to do so. The surgeon realizes this was an error on his behalf and that no inferior screw is not ideal. The patient had very small glenoid anatomy and exposure to the shoulder joint and glenoid was more difficult that usual due to this. Two locking screws were placed - superior and anterior with an 18mm non locking screw posterior - this length was the only suitable length for this position.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device was received. Root cause undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.